Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with bradycardia. The patient also experienced acute respiratory distress. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing during these episodes. The device was reprogrammed to a higher base rate. No further information was available.